Event description:
It was reported that the patient received a tka on (B)(6) 2006. For an unk reason the patient was revised on (B)(6) 2008.

Manufacturer narrative:
A review of the implant's mfg record indicates that it was manufactured to specification. Based on the info available, the root cause of the event cannot be determined. Should add'l info be obtained to further this investigation, this report shall be updated.